Event description:
(B) (4): a lap-band was removed due to a suspected leak. After removal, the physician observed a hole on the band. Physician info was not provided. There is no further info about the alleged event at this time.

Manufacturer narrative:
Taper unknown. (B) (4). The reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."